Event description:
It was reported that the superior vena cava (svc) and right ventricular (rv) coil impedances were high on the rv lead. The lead remains in use. The patient has refused any intervention at this point and will continue to come in for follow up visits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was and the rv (right ventricular) defibrillation coil was beyond the expected upper range. The analyst noted: maximum defibrillation impedance varies between 40 and 148 ohm throughout the record. Max svc defibrillation impedance varies between 55 and 162 ohm throughout the record.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: d354trg implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.